Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 02jan2020.

Event description:
The customer reported a ventilator with a white screen. This event was reported to have occurred during clinical use. There was no allegation of harm associated with this event.

Manufacturer narrative:
G4: 14feb2020. B4: 17feb2020. H10: patient's information: age:69; year of birth:1951; gender: male; weight:52 kg and height:164 cm submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by manufacturer: 20 march 2020. Date of this report: 23 march 2020. There was no report of patient harm or medical intervention being required as a result of this event. The manufacturer¿s international service reported that the ventilator was restarted immediately and was able to work normally. The complaint will be reopened if a sample is evaluated or if new information becomes available.